Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the device was defective. The surgeon was unable to feed the suture through the device. The suture got stuck at the wheel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Visual inspection did not find any issues with the device returned. No suture was returned. Functional testing with the wheel mechanism moving back/forward noted that it worked as required. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used on the wheels during suture passing/tightening /tensioning.